Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.